Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: investigation summary. Received information: during the surgery, the drill bit broke, and although the fragment of the drill bit was searched, it could not be found, and the presence of fragment could not be confirmed even by the image intensifier. Therefore, it was considered that the possibility of remaining the fragment in the body was low, and the surgery was completed successfully within 30 minutes delay. The product was returned to depuy synthes for evaluation. Depuy synthes then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the complete fluted tip section is broken off. The broken off portion was not returned (remains in the patient's body). The shaft and coupling are otherwise still in good condition. Dimensional analysis did not detect any deviation from the specification. A manufacturing record evaluation was performed for the sterile and non-sterile device batch number, and no non-conformances were identified. Raw material inspection sheet met all inspection acceptance criteria. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation or lateral stress has caused the breakage of the delicate 1.1 mm drill bit. Please also note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention in the leaflet: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. As part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot part: 03.130.202s lot: 6l48992 manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: (B)(4) 2019. Expiry date: nov 01, 2029 since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 03.130.202 lot: f-28236 manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: (B)(4) 2019. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the radius head fracture with the drill bit in question. During the surgery, the drill bit broke, and although the fragment of the drill bit was searched, it could not be found. It was remaining in the patient. The surgery was completed successfully within 30-minutes delay. The patient outcome was stable. Concomitant device reported: unknown locking screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) 1.1mm drill bit/mqc for threaded hole/56mm. This report is 1 of 1 (B)(4).